Manufacturer narrative:
Date of report: 10aug2021. There was no patient involvement.

Event description:
The customer reported a v60 that has a stalled blower motor. The customer reported that the unit was not in use on patient. The customer contacted product support and checked the significate log. There was a code 1134. Customer attempted to add pressure in the service mode, and there was no blower sound or pressure coming out of the unit. Product support recommended the parts blower assembly and mc pcba. The customer was provided with the service manual. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.